Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.   Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. It was noted that visualization of the right coronary artery was poor and suspected to be due to the position of the pigtail catheter. Following implant, a post bav was performed. An electrocardiogram (ECG) indicated ventricular fibrillation, which spontaneously converted to complete heart block (chb). Hypotension was noted and angiography revealed blood flow to the right coronary artery (rca) was constricted. Percutaneous coronary intervention (pci) was attempted, but was unsuccessful. Subsequently, coronary artery bypass graft (CABG) procedure was performed successfully. The physician suspected the diameter of the sinus of valsalva (sov) was smaller than recommended. Per the physician, the valve did not cause the constricted blood flow to the coronary artery. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.